Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis of the returned device found no anomalies. Device ECG tested good using 2090 programmer and ECG simulator.

Event description:
It was reported that just after implant procedure, the reveal was interrogated and recording was turned on, but under telemetry it showed a completely flat line: no ECG signal was present at all - ECG line was flat, showing no ECG signal and no noise at all; the device was not interrogated before implant, as preliminary mapping was performed with programmer ECG cables. The loop recorder was removed and replaced with a new one. There were no patient complications reported as a result of this event.